Event description:
The customer obtained a non-reproducible, higher than expected troponin I result from a single patient sample using a vitros troponin I es (tropi es) reagent on a vitros 5600 integrated system. Patient sample: 0.296 ng/ml (ug/l) vs. Expected <0.012 ng/ml (ug/l). Biased results of the direction and magnitude observed could lead to inappropriate physician action. The result for the patient sample was reported from the laboratory; however, a corrected report was issued. No patient treatment was altered, initiated or stopped based on the reported test result. There was no allegation of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that a non-reproducible, higher than expected vitros tropi es result was obtained from a single patient sample on a vitros 5600 integrated system. The definitive root cause for the event could not be determined. The investigation found no evidence to suggest the vitros tropi es reagents were performing unexpectedly. The possibility that inappropriate pre-analytical sample preparation contributed to the event could not be ruled out as the customer was not conforming to the sample collection device manufacturer¿s guidelines for sample centrifugation. The findings of the investigation also suggest that the performance of the customer¿s vitros 5600 analyzer cannot be ruled out as a contributing factor. The investigation into the customer¿s analyzer performance is continuing.